Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough. No adverse event was reported. The lot number was not provided. The infusion set was requested to be returned for product evaluation.